Event description:
It was reported that a patient implanted with an impella 5.5 experienced drops in purge flow and high purge pressure alarms. Troubleshooting was unsuccessful so the pump was explanted. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The product was returned and evaluated. There was no evidence of a kink or damage found on the returned patient cable or catheter. High purge pressure was reproduced and resolved when cutting the catheter above the motor housing. There was some biomaterial observed in the purge gap. The cause of the high purge pressure was a kink since data logs showed an abrupt purge pressure rise with no motor current spike/trend and clinical details noted the patient cable being pinched in the bed railing but the exact location is unknown due to a lack of evidence on the returned product. The cause of the product damage was use related since clinical details note that the patient cable was pinched in the bed railing. The device passed all post-sterile inspection checks.

Manufacturer narrative:
Product complaint (B)(4). The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.